Event description:
Healthcare professional reported right side "breast pain and lymphadenomegalia", "irregular contours and hypotensive lines in the interior", "rupture" and "lymphnodes to the right, with signal of silicone infiltration" via MRI. The events of "nodule to the right, with benign characteristics", "nodule to the right, 7 x 5 x 3mm in jqs (12h)" and "absence of menstrual cycle" are not device related. Device remains implanted.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, migration, rupture.